Event description:
As reported by our edwards lifesciences japanese affiliate, the patient had hemolytic anemia with increased ldh that was observed seven days post tavr. The patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. The valve was deployed with 2 ml less that nominal volume. Post dilation was performed and trivial to mild paravalvular leak (pvl) remained. After tavr, pvl was slightly increased in mild, and regurgitation was observed from the nr commissure to the anterior leaflet of the mitral valve. It has been decided that the hospitalization period for post tavr patient will be extended by one week. Approximately 3 and a half months after the tavr, blood transfusion at the emergency visit was performed for lightheadedness due to anemia. At present, pvl increased (degree: unknown) and it was observed at near the commissure between ncc and rcc. Post dilation is planned to be performed on post operative day (pod 133). Additional information was obtained from the interview form (if). The symptoms of hemolytic anemia was dizziness and lightheadedness. When hemolytic anemia was diagnosed, moderate pvl was observed. Approximately 4 months post tavr, after tavr, the period until blood transfusion was performed was approximately 4 months.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5, and b7.

Manufacturer narrative:
A supplemental MDR is being submitted due to investigation closure findings, sections g6, h2 and b1 corrected. No product problem reported.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b2, b5, b7, h6: impact code.

Event description:
As reported by our edwards lifesciences japanese affiliate, the patient had hemolytic anemia with increased ldh that was observed seven days post tavr. The patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. The valve was deployed with 2 ml less that nominal volume. Post dilation was performed and trivial to mild paravalvular leak (pvl) remained. After tavr, pvl was slightly increased in mild, and regurgitation was observed from the nr commissure to the anterior leaflet of the mitral valve. It has been decided that the hospitalization period for post tavr patient will be extended by one week. Approximately 3 and a half months after the tavr, blood transfusion at the emergency visit was performed for lightheadedness due to anemia. At present, pvl increased (degree: unknown) and it was observed at near the commissure between ncc and rcc. Post dilation is planned to be performed on post operative day (pod 133).

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl is unknown but may be related to the mechanisms described above a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, the patient had hemolytic anemia with increased ldh that was observed seven days post tavr. The patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. The valve was deployed with 2 ml less that nominal volume. Post dilation was performed and trivial to mild paravalvular leak (pvl) remained. After tavr, pvl was slightly increased in mild, and regurgitation was observed from the nr commissure to the anterior leaflet of the mitral valve. It has been decided that the hospitalization period for post tavr patient will be extended by one week.